Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 115" and "pacer disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.